Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that there was a broken connection from the mobile view station (mvs) to the image acquisition system (ias) computer. Replaced the mvs interface cable and performed a system check out, the system is operational. The damaged interface cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was booting up into stand alone mode. It was reported that this was occurring because there was a bad connection between the mobile view station (mvs) and image acquisition system (ias). There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test failed, opens between lines 1 to 3 and 2 to 6. The gbit test passed. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. The hardware investigation found that reported event was related to an electrical failure; open cable failure mechanism.